Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 52 mg/dl. The customer also reported that the blood at site of the sensor. The customer did not mention if auto mode was in use. The insulin pump will not be returned for analysis.